Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3389s-40, lot# v856680, implanted: 2012-(B)(6), product type lead product ID 3389s-40, lot# v821788, implanted: 2012-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a concern about the patient being allergic to the device. It was stated that the health care provider (hcp) did not suspect an allergy to the componentry because the patient did not have any type of reaction. Approximately two weeks later it was reported by the hcp that the patient had a small blister over the incision. The incision was revised on (B)(6)-2012. The cause of the event was unknown. The patient experienced pain and redness at the incision site. The patient was hospitalized. There was no injury reported and the patient recovered without sequela. No further information was provided.